Event description:
During a pfa af procedure, fluid leaked from the sheath and air was aspirated. Premapping was performed with a diagnostic catheter and then exchanged for a non-abbott ablation catheter (farawave). At this time, it was noted that fluid from the handle and bubbles were noted when aspirating. The sheath was flushed again and then no bubbles were seen after aspiration. The same sheath was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. An event of a leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted on both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.